Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart during the implant attempt as the lead positioning was difficult due to access being very tight. Same lead was then repositioned. No additional adverse patient effects were reported.